Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on plavix and aspirin. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and the physician noted a device related thrombus. The patient did not experience any symptoms. The patient will be placed on eliquis, and a tee follow up will be performed at six (6) months post operative. The patient is expected to fully recover.